Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified the transfer set was returned without a blue pull ring cap attached to the patient adapter. The reported condition was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring of a transfer set was missing; further described as "no pull ring in the package". This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.